Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/10/2016 with the following findings: a review of the pump¿s black box revealed several loss of prime with several cs 162 warnings due to low non zero force. The ez-prime steps were performed correctly with no cs 162 alarms occurring. The product performed within specification and the original ¿loss of prime¿ complaint was unable to be duplicated during the investigation.